Event description:
The customer observed a higher than expected vitros tsh result predicted from a non-ocd quality control level I fluid processed on a vitros 5600 integrated system. Control level 1: 0.198 miu/l versus expected 0.13 miu/l. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-ocd quality control level I fluid when processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Following service actions on the microimmunoassay subsystems, acceptable performance was observed.there was no indication that a reagent issue contributed to the event.the investigation determined that the assignable cause of this event was most likely instrument related.